Event description:
It was reported that an asymptomatic patient was seen in clinic for routine follow-up. Upon interrogation, the left ventricular lead exhibited unacceptable thresholds. The lead was explanted and replaced. The patient was well during and following the procedure and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).final analysis noted normal lead characteristics. No anomalies were noted.